Manufacturer narrative:
(B)(4). The insulin pump was received stuck in manufacturing mode. The insulin pump was seating test, basic occlusion test, force sensor test, sleep current measurement, active current measurement and selftest. No unexpected low battery alerts noted in the pump history file or during testing. No pump error alarms noted in the pump history file. Pump error and pump error limits were in specification, however the power management graph indicated connector resistance issue (j6) due to connector resistance issue (j6). Connector for j6 on pcba 1 was properly connected during visual inspection. The j6 connector was disconnected and reconnected then monitored for 2 days with the unit functioning properly during testing as shown in the power management graph. Unable to perform displacement test and occlusion test due to missing retainer. Unit received with scratched casing, minor scratches on lcd window, pillowing keypad overlay and peeling end cap address label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they did not use rechargeable battery. The customer's blood glucose was 9.8 mmol/l. The insulin pump will be returned for analysis.